Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 19, 2017 all available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. The returned sample was visually inspected. Damage was confirmed to the yellow cap on top of the reservoir (on the curved venous inlet). It was found that one of the non-vented yellow caps of the curved venous inlet port was broken. The stem of the cap still remained within the luer port. A retention sample from the same product code and lot number combination was visually inspected and found to have no damages or anomalies, specifically with the caps on the curved venous inlet port and reservoir housing. It is likely that the cap was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4). Results code: results pending completion of evaluation. Conclusions code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, when the box was being opened, the cap on the port of the venous inlet was found to be broken. No patient involvement as this occurred out of box.